Event description:
The stent broke during removal. Doctor had to perform second procedure with endoscope to get the remaining portion of stent that was left in the bile duct. The patient was brought back for repeat ercp to retrieve this stent. It had been in for roughly 6 months. The retrieval wire was grabbed with forceps and removed the stent. Unfortunately, only the distal half came out. It ripped right in half (somehow very easily) and the rest of it stayed in the duct. Couple of stray wires poking out through the ampulla.

Manufacturer narrative:
It was reported that after 6 months of stent placement, the stent broke during removal. As a result of analysis of the returned device, only the stent was returned. About 5cm of the stent was returned fractured and covered in foreign material. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Fracture can occur by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Biliary structure where stent was implanted is curvy. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. However, based on the description, "we grabbed the retrieval wire with a raptor forcep and removed the stent. Unfortunately, only the distal half came out" and the stent being fractured and covered in foreign material, it is assumed stent fracture occurred due to the continuous stress on the stent from the pressure generated from the patient's lesion, excessive tensile force applied to the stent during removal, and other factors complexly. In the user manual by taewoong, it is stated that "fully covered stent may be removed within 6 months. Stent removal shall be performed by doctor according to the etiology of the benign stricture and the patient's conditions." And "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The stent broke during removal. Doctor had to perform second procedure with endoscope to get the remaining portion of stent that was left in the bile duct. The patient was brought back for repeat ercp to retrieve this stent. It had been in for roughly 6 months. T he retrieval wire was grabbed with forceps and removed the stent. Unfortunately, only the distal half came out. It ripped right in half (somehow very easily) and the rest of it stayed in the duct. Couple of stray wires poking out through the ampulla.

Manufacturer narrative:
It was reported that after 6 months of stent placement, the stent broke during removal. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. However, it is hard to exactly analyze since the product was not returned yet. Investigation will be conducted once device is returned and if there is any update we will send follow-up report accordingly.